Event description:
A complaint was received from a customer that reported only the top half of a result of 243 mg/dl was visible. Customer stated that they would have to hold the meter at a specific angle to see the display clearly. While on the phone a review of the system was conducted. It was learned that portions of the hundreds and tens unit is missing. A request is made to return the system for evaluation. In the meantime, a replacement unit was provided.

Event description:
A complaint was rec'd from a customer that reported only the top half of a result of 243 mg/dl was visible. He stated that he would have to hold the meter at a specific angle to see the display clearly. While on the phone a review of the system was conducted. It was learned that portions of the hundreds and tens unit is missing. A request is made to return the system for eval. In the meantime, a replacement unit was provided.